Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient (pt) wanted to decrease stim, because sometime the stimulation gets "awkward". When they synced with the ins they saw a por message. The patient was redirected to their healthcare provider to further address the issue.